Manufacturer narrative:
Device evaluation: the software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.

Manufacturer narrative:
A medtronic representative went to site to test the equipment. Representative was unable to replicate the reported issue. No parts were replaced. No parts have been received by manufacturer for evaluation.

Event description:
A site representative reported that during a catheter based procedure after registering patient the emitter of the navigation system stopped tracking. The axiem box was displaying an 8. The procedure was completed without the use of navigation. There was a delay of less than 1 hour. No impact on patient outcome.